Event description:
The pt reported that her interstim system is providing her intermittent stimulation and that she is also being treated for an infection. Further info has been requested from the hcp, but has not been rec'd at the time of this report. A follow-up medwatch report will be sent if further info is rec'd.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a follow-up medwatch report will be sent.